Event description:
It was reported that the user transitioned from a dexcom to a freestyle libre 3 plus sensor and was not receiving glucose readings on the phone after starting the sensor with the freestyle libre 3 plus app; the user was informed that a sensor started in the freestyle libre 3 plus app cannot be connected to the ilet and that sensors must be started by scanning with the ilet app for integration. No adverse clinical symptoms reported. Outcomes included no alarms and no medical intervention or hospitalization. User support included customer interview, use review, and education on correct setup and pairing workflow. Investigation of this case revealed use of the sensor by another device and an integration setup error, consistent with expected device behavior when a sensor is initiated outside the ilet app. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to device compatibility and pairing sequence.

Manufacturer narrative:
Initial.